Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the ratchet function on the handle was undamaged. Dents and scratches were noticed throughout insulation. Cracks were also noticed on the insulation. Functional inspection: the insulation was tested for cracks/damages using an insulscan. The insulation failed the insulscan test. The probable root causes for the dents and scratches to the insulation could be due to: 1) user mishandling or 2) improper sterilization methods. The probable root causes for the cracks on the insulation could be due to: 1) user mishandling, 2) improper sterilization methods, or 3) normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.